Manufacturer narrative:
Device was received with a blank flashing display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had cosmetic damage. A crack was noticed in the case and it was reported that the reservoir was no longer held in by the pump. The customer's blood glucose was 13.2 mmol/l at the time of incident. The device will not be returned for analysis.